Manufacturer narrative:
Review of lot 17349486 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of kissing iliac stents using two (2 each) long palmaz genesis 29 x 80 stents mounted on an opta pro balloon catheter (bc)/stent delivery system (sds), the sds used for the right iliac did not inflate. The physician attempted to remove the sds, but the stent dislodged and ended up un-deployed in the distal vasculature. The patient had to be taken for open surgery. The balloon and stent were recovered from the patient. The patient was reported to have had iliac stents implanted previously. The sales representative was not present for the procedure. Additional information has been requested.

Manufacturer narrative:
During deployment of kissing iliac stents using two (2 each) long palmaz genesis 29 x 80 stents mounted on an opta pro balloon catheter (bc)/stent delivery system (sds), the sds used for the right iliac did not inflate. The physician attempted to remove the sds, but the stent dislodged and ended up un-deployed in the distal vasculature. The patient had to be taken for open surgery. The balloon and stent were recovered from the patient. The patient was reported to have had iliac stents implanted previously. The sales representative was not present for the procedure. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17349486 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-unable to inflate¿ and ¿stent dislodged-in patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown; however crossing a previously deployed stent may result in an interaction between the two devices which may have contributed to the reported event. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.